Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower reading of 54 mg/dl on the adc device compared to a reading of 61 mg/dl obtained on a healthcare professional (hcp) meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced loss of consciousness and was unable to self treat. The customer had contact with an hcp who provided an unspecified treatment to the customer. Adc customer service attempted to contact the customer times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.